Event description:
It was reported that the insulin pump alarmed no delivery. The caller stated that the device had been replaced twice but the anomaly persisted. The customer was provided with information. It was also reported that the customer inserts the infusion set on their buttocks because it is painful when inserting into the abdomen. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.